Manufacturer narrative:
A4-a6:unk. H6: patient related factor. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -9.5/5.5/82 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a longer length lens due to low vault with rotation. Reportedly, "patient lives outside of jordan, that is why we had delays in surgery dates." Cause of the event was a patient related factor and unknown. The reported stated, "low vault causing lens rotation." The problem was resolved. Status of the is reported as, "eye is well."